Event description:
It was reported that a cgm error code occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, which resolved the issue, allowing them to successfully start their sensor session.